Manufacturer narrative:
Retained samples of the concerned lot of model sbt601 have been inspected visually. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults could be detected. We have requested further information on the patient, skin type, state of skin, whether any medication was being taken, which might have a skin weakening effect, details of the use and have been informed that "we have not received any additional information. We never do. They send these and that is all the communication we ever receive." As no further information was made available we therefore consider the investigation and the report closed.

Event description:
On february 03rd, 2026, we have been informed about 7 incidents with ECG electrodes. Monitoring ECG electrodes (model sbw601 and sbt601) had been used with bodyguardian mini+ and bodyguardian one devices. The initial reporter has attached for each patient an incident summary. In total, there were 7 reports covering a period from october 01st, 2025 october 11th, 2025. No medical intervention was necessary for 6 incidents. For one incident a medical intervention was needed to treat the injury. The reportable event has happened on october 01st, 2025. It was disclosed that the patient's skin was prepared using soap and water before applying the ECG electrodes. The patient experienced "redness, itching, rash, peeling skin ". The ECG electrodes removal has been disclosed as "soap and water peeled, self detachment". The initial report also specifies the information: "the issue is for severe skin irritation that resulted from a third-party electrode product used in conjunction with the monitor." It was also stated that a medical intervention was necessary but no further information was provided how it was treated afterwards. No further information was provided.